Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) device exhibited a pacing problem with no right ventricular (rv) pacing when the lead was secured into the header. Also, there was undefined rv impedance with measurement over 3000 ohms. It was noted that the setscrew for the rv appeared to not extend as far as the atrial pin. The device was removed and replaced with a new device. Rv measurement were within normal limits when connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a missing multi beam connector (mbc) basket. Due to the missing mbc the device did not have output on the ventricular port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.